Event description:
Major pump unit(s) involved: blood pump.additional text: heart mate ii lvad.specific component(s) involved: other component malfunction.cifyother component: unsure.causative or contributing factor: no specific contributing cause identifid.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.